Event description:
It was reported that the patient underwent a revision reverse shoulder procedure approximately 2 years and 7 months post implantation due to impingement and lack of strength. During evaluation by a new consultant, it was determined the components should be changed to address the impingement. Intraoperatively, the baseplate was found to be positioned too superiorly and in significant retroversion, resulting in impingement and scapular notching. The surgeon removed inferior bone, lateralized the glenosphere, and increased the offset to prevent further notching and impingement. No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. D10: concomitant medical products, part (lot): -110031399 (65765524) associated product information, part (lot): -115310 (j7384107) the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.